Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 81 mg/dl. Selftest was run twice and it was not ok. The pump error alarm occur for the second time. Troubleshooting was not performed. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarms are confirmed in insulin pump history file due to a broken trace at keypad assembly.